Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection detected cuts, which are probably a result of the explantation. The ongoing analysis did not show other deviations from the technical specifications that could be related to the clinical complaint. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - an increase in pacing threshold and impedance was reported. The date of implant was not provided. No worsening of the patient's state of health was reported.